Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation most likely resulted from the explantation procedure. The analysis did not reveal any sign of a material or mfg problem.

Event description:
Boston scientific crm received info that this right atrial (ra) lead dislodged multiple times and was explanted. A new lead was successfully implanted.